Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: 6. Strip code: 6. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly would only prompt not ok message. Pt was not treated. No further info has been reported.